Event description:
It was reported that the applier blocks when in use.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73h1800139 was manufactured on 08/13/2018 a total of 288 pieces. Lot was released on 08/15/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was returned with its jaws partially closed and the feeder seated forward in the device, as if the device was at the end of its trigger cycle. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The device jammed , and the trigger cycle could not be completed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke and the proximal end of the bridge were both broken where the yoke pin connects and the feeder tab (proximal end of feeder) was bent. It was confirmed that the clips were out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. This also caused the device to jam which resulted in the damages that were observed. The sample was received with 14 clips remaining in the channel indicating that 1 clip was fired by the end user. It could not be determined what exactly caused the ratchet ears to break but nc 70018423 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier blocks" was confirmed based upon the sample received. One device was returned. The device was received with 14 clips remaining in the channel indicating that 1 clip was fired by the end user. The sample was returned with its jaws partially closed and the feeder seated forward in the device, as if the device was at the end of its trigger cycle. Upon functional inspection, the ratchet was found to be broken and the device jammed which prevented the trigger cycle from being completed. It was found that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. This also damaged multiple components within the device. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier blocks when in use.